Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous distal to proximal right coronary artery (rca). The lesion was ablated with a rota burr. The 2.50mmx12mm nc quantum apex balloon catheter was advanced. Inflation was performed once at 20atms. During the second inflation, the balloon ruptured at 20atms. The device was removed and the procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the device was removed intact.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).